Event description:
As surgeon was inserting the staple into tibia, when he tried to release the staple from insertion device, the left arm of staple had broken off into pt after staple would not release from inserter. The broken piece of staple remains in the pt's bone. Add'l staples were used to complete the procedure. Follow up with customer indicates the surgery was completed as planned. This device is used for treatment.

Manufacturer narrative:
DHR review revealed nothing relevant to this event. Staple was returned inside the driver, but it separated during decontamination. Eval of the staple revealed the broken arm was bent inwards. The staple is made of a very strong material. The condition observed suggests the device was most likely being used at an angle rather than perpendicular to the bone surface. Dfu clearly warns that improper positioning may result in bending, cracking or fracture of implant. No problems were found with the staple driver.